Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a controller card issue. A field service replaced the aux drawer controller card to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, the drawers were not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.